Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited ¿multiple errors¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Date returned to mfg: 1/16/2024 one device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a high alarm for ¿check for empty tubing¿ occurred. Functional testing was able to replicate the reported issue; downstream occlusion (dso) sensor was found not activated during testing due to fluid ingression. The root cause was determined to be fluid ingression contamination of the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.